Event description:
It was reported that there is increasing impedance on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - resistance/impedance increase: lead impedance increase from approximately 450 ohms in (B)(4) 2011 up to approximately 900 ohms in (B)(4) 2011.